Event description:
It was reported that the patient experienced a myocardial infarction; this event led to increased thresholds on the right ventricular lead. The lead was capped and replaced on (B)(6). The patient was stable prior and post procedure.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented on (B)(6) 2017 for procedure and the lead was capped and replaced.